Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced major infection and massive bleeding of the lung/ respiratory, pneumonia and alveolar hemorrhage. The patient was admitted and transfused with less than 4 units per 24 hours of concentrated red blood cells on (B)(6) 2024. The patient was on anticoagulants warfarin and aspirin at the time of the event. The cause of the bleeding was reported to be complexity of medical management. The patient also experienced right heart failure with symptoms of peripheral edema. It was unknown if there was causal relationship between the device and the infection, bleeding, or the right heart failure. On (B)(6) 2024, the patient had a respiratory failure. During the admission, the patient was treated with blood transfusion, drug therapy, and noninvasive positive-pressure ventilation (nppv).

Manufacturer narrative:
Section b2: outcomes corrected. Section d1, brand name: corrected.. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding, infection, right heart failure, and respiratory failure. Section 6 of the IFU, ¿patient care and management¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Additionally, this section lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section and several sections of the patient handbook include information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Furthermore, this section explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. This section also contains a subsection entitled ¿right heart failure¿ with additional information. No further information was provided. The manufacturer is closing the file on this event.